Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number: (B)(4) compared to unknown laboratory method at the same hospital. On (B)(6) 2023 at 7:04 a.m. The patient had an initial laboratory result of 2.48 inr while at 9:04 a.m. The meter result was 3.5 inr and at 12:04 p.m. The patient had another test at the same laboratory and the result was 2.2 inr. On (B)(6) 2023 the patient went back to the same hospital to do a comparison measurement and at 6:38 a.m. The patient had a meter result of 3.1 inr while at 6:36 a.m. The laboratory result was 2.1 inr and upon testing on a different coaguchek meter (hospital's meter) and the result was 3.1 inr. The time of the measurement taken on the hospital's meter was unknown. Test strip lot number: 63312413 with an expiration date 31-jan-2024 was used on the patient's meter serial number: (B)(4). Test strip lot number: 58517612 with an expiration date of 31-jul-2023 was used on the hospital meter with unknown serial number. The patient's therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.